Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency power voltage in the fluoroscopy room drops 6% which is inadequate. The nodes were flashed, the hard drive formatted, and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save images and the boot up process was slow. No patient injury was reported.